Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited maintenance is required message, but when entering the biomed password, it won't let them. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 01-dec-2022 via email and attached to complaint object: when we have problems like this, the syringe pump is not usable, and is not able to be used on a patient, therefore none of these questions are applicable. This pump was sent in for evaluation and/or repair.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger tamper seal was broken, plunger tube seal pushed inside pump. Review of the event history log showed occurrences of "primary audible alarm post" and "maintenance recommended" functional testing involved audio testing and running the pump through the power up process. The investigation determined that the reported issue was due to the pump needing annual maintenance. "Maintenance recommended" was found at power up. The investigation was not able to duplicate the "primary audible alarm post" alarm. A biomed passcode was required to be entered due to the previous "primary audible alarm post" to clear the alarm and access the main screen. The device was functioning as intended. Annual preventive maintenance was performed. Per service history review this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed.